Manufacturer narrative:
Stryker field service evaluated the device and verified the reported issue.stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device audio prompts are not working. In this state, a lay user may not be able to deliver proper defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported event was able to be verified and was able to be duplicated. However, further analysis could not be completed by the product analysis center as the customer shipped the incorrect device. The customer was contacted numerous times, for return of the correct device, but no response has been received. The device in question has not been returned to stryker for additional evaluation. Root cause could not be determined. The customer received a replacement and the original device remains with the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device audio prompts are not working. In this state, a lay user may not be able to deliver proper defibrillation therapy. There was no patient involvement reported with the event.